Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine plus¿ pen needle cannula bent and broke. This was discovered before use. The following information was provided by the initial reporter: when connecting the pen needle to the pen, the needle was bent and broken. The issue occurred about twice before.

Manufacturer narrative:
H.6. Investigation summary one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned photos and sample and a broken non patient end of cannula was observed. Investigation conclusion visual examination was carried out on the returned photos and sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Root cause description as the sample returned was open it is not possible to confirm this defect to be manufacturing related. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd micro-fine plus¿ pen needle cannula bent and broke. This was discovered before use. The following information was provided by the initial reporter: when connecting the pen needle to the pen, the needle was bent and broken. The issue occurred about twice before.